Manufacturer narrative:
No button error alarm noted during testing. However, the insulin pump had intermittent button response due to corroded keypad traces. The device was received with normal operating currents and no unexpected off no power, weak battery, low battery or failed battery test alarms noted. The device had minor scratched lcd window, cracked case at display window corner, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. It was reported that the insulin pump alarmed failed battery test. Customer's blood glucose reading was 167 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.